Event description:
Facility reported that patient was on nitroprusside drip for hypertension. Bp improved, then pump alarmed (alarm message not known), and bp rose too high. Nurse opened door of the device and found channel wet with small hole in tubing near upper fitment. User switched tubing and bp quickly came back to previous levels with no other intervention and no long term effect on patient. Facility sent set for investigation but it has been lost in shipping. Will file follow-up report if set is received in the future.

Manufacturer narrative:
Patient information requested and all available information is included.